Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 28 mmol/l (504 mg/dl). The pod was reportedly leaking while worn on the leg for between 4 and 24 hours. The patient received treatment at the hospital and was released after 12 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.